Event description:
It was reported that analysis of the device memory indicated the impedance trend on the left ventricular (lv) pacing lead was rising. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the left ventricular (lv) pacing lead was rising. Weekly pace impedance trend data shows a gradual increase for min and max lv perm pace impedance = 779 to 1349 ohms peak between (B)(6) 2011 and (B)(6) 2012. Concomitant continued: 407652 implantable pacing lead, (B)(6) 2010; 6935m62 implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Max lv perm pace impedance rises from an approx. Baseline of 800 ohm the week ending (B)(4) 2011 to greater than 1300 ohm the week ending (B)(4) 2012.